Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that mulitiple cartridge alarm occurred during insulin delivery.customer's blood glucose (bg) was 400mg/dl. A correction bolus via pump was administered to address the bg level. Customer loaded a new cartridge however the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy. The customer was interested in obtaining a loaner pump.